Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 9 events were reported for this quarter. Product return status: 8 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 3 events were confirmed during testing. 2 devices were found to be affected by a missing o-ring. 1 device was found to be affected by a missing o-ring and corrosion. 5 device evaluations are in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device had a component detach. 8 events had no patient involvement; no patient impact. 1 event had no information received.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had a component detach. 8 events had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 9 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 2 reported events were confirmed during testing. -  devices were found to be affected by a missing o-ring.   Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.